Event description:
The customer reported the battery was exhausted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer (fse). The reported symptom was confirmed. The battery was manufactured during the 29th week of 2011. Battery life depends on the frequency and duration of use. When properly cared for the m3538a lithium lon battery has a useful life approximately 2 years. To optimize performance, a fully (or nearly fully) discharged battery should be charged as soon as possible. The battery was replaced to resolve the issue. All required testing was passed. The device remains at the customer site for use. Philips concluded that this was a malfunction of the battery.